Manufacturer narrative:
(B)(4). The set has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Received a report that rn was at bedside when she noticed dripping of fluid immediately below pump at start of the infusion. Approx 30mls had dripped onto the floor. She observed that the tubing looked like the leak may have been coming from the pumping segment. No pt or nurse harm reported and no medical intervention required. Although requested, no add'l pt or event info was provided.